Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a root cause of the events could not be identified. However, it is likely that no image was displayed due to a communication failure caused by a failure of the cable, this faulty was caused by water immersion from the damaged area on the cable. The event can be detected by following the instructions for use which state: never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a cable failure. Additional issues were identified during the device evaluation: defective cable image (noise) at the cable section; cable damage at the cable section; corrosion of the free lock lever at the head section; damage to the main body of the head section (cracked lens); and cable flooding at the cable section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for a transurethral resection due to a bladder tumor procedure, the camera head had a poor connection. The intended procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a cable failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.